Manufacturer narrative:
No sample, lot number or product identification information was provided for evaluation. A review of the instructions for use for wound drains showed the labeling normally addresses the issue of drain placement and removal and states that surgical removal may be necessary if the drain is difficult to remove or break. Since no product identification information was provided, the exact brand name, manufacturer and labeling remains unknown. Baseline report previously filed on this product family. Corrections were made to the user facility report in print / blue ink on the manufacturer's report.

Event description:
Due to an issue with the wound drain, it had to be surgically removed.